Manufacturer narrative:
Product complaint #: (B)(4). Date sent to FDA: (B)(4) 2018. The actual sample was received for evaluation. Evaluation of the received sample disclosed that the tyvek label showed an expiration date of (B)(4) 2012, which is incorrect. Per device history records review, the correct expiration date for subject product code: (clr222us) and batch ((B)(4)) combination is (B)(4) 2019. This is considered as incorrect and/or missing labeling condition.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the expiration date on the blister pack of the topical skin adhesvie package is printed with an expiration date of 8/31/2012, whereas the expiration date on the outside of the box is 2019. There was no patient involvement.